Event description:
A report was received from the customer for whom the device is contract manufactured. The customer provided the devcie to its customer, a cord blood processing laboratory. The cord blood processng laborartory reported that they observed approximately 13 broken 200 ml transfer bags splitting at the bottom seal following centrifugation (out of a total of 420 200 ml transfer bags processed during the month). It was not clear whether the contents of the split bags were discarded, or were salvaged and further processed for possible future use for transplantation.

Manufacturer narrative:
Device evaluation started, but not yet completed.